Event description:
Srom hudson/zimmer reamer adapter broke during surgery. A piece of the broken instrument could not be located, and there is a remote possibility that it might remain in the pt. Additional info from the user facility report.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.